Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 453 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injection. Customer advised their blood glucose level was 105 mg/dl when they slept and when they woke up the next day it was 453 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. Device downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. (B)(4).